Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in united states on (B)(4) 2014 which refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted in 2010 for permanent contraception. It was reported that hsg was done (date not specified), but it was not on file. The essure was embedded into endometrium and hcp (health care professional) actually removed 1/2 cm portion of coil in 2010 (exact dates not provided). Patient became pregnant and pregnancy was terminated a few years ago. Patient has been complaining of chronic pain ever since. The physician called to gain insight on best way to remove coils. Patient's last appointment was on (B)(6) 2014 and x-ray was ordered. Ptc investigation result was received on (B)(4) 2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4). Final assessment: a perforation is a hole or opening made through the entire thickness of a membrane or other tissue or material. Probable causes for perforation: 1) physician encounters poor visibility during the procedure, 2) physician technique and experience, 3) advancing delivery catheter when patient is experiencing extraordinary pain or discomfort, 4) attempting to advance delivery catheter to black positioning marker after encountering undue resistance, 5) further advancing delivery catheter once the black positioning marker has reached the tubal ostium, 6) attempted removal of an implanted micro-insert with fewer than 18 trailing coils into the uterus, 7) inaccurate placement of the micro-insert in the fallopian tube by the physician. According to the product IFU, the micro-insert must be placed far enough into the fallopian tube to prevent expulsion (less than 18 trailing coils).perforations are a known risk of the essure procedure. Pregnancy is the condition of carrying developing offspring within the body. The time period during which this condition exists; gestation. Probable causes for pregnancy include: 1) unsuccessful bilateral tubal occlusion (complete tissue ingrowth), 2) expulsion (related to micro-insert placement accuracy), 3) no 3-month confirmation test (hsg) or mis-read of hsg, 4) lack of patient compliance to IFU (i.e. Use of alternate contraception until confirmation of bilateral occlusion). Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Perforation is an anticipated event. The possible device breakage could have been caused by physician handling error. Medical assessment: this ptc was initiated due to a lack of efficacy. However, contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality defect per se. The reported adverse event is a known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. The ae case refers also to a reported device breakage and usability issues. In this particular case it was reported, that essure was embedded and the hcp removed 1/2 cm portion of coil. At this point in time no further information was provided if the removed 1/2cm of essure coil was broken or were cut off by the hcp. Neither batch number nor complaint sample was available for further technical investigation. Therefore the reported breakage could not be evaluated in more detail. The technical assessment concluded unconfirmed quality defect and a handling error. According to the technical assessment the possible device breakage could have been caused by physician handling error. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed spontaneous report refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted and the essure was embedded into endometrium. An attempt to remove it was made but hcp removed only 1/2 cm portion of coil (interpreted as device breakage). This patient had a pregnancy and terminated the pregnancy. This essure embedment is serious due to its medical importance and pregnancy and device brakeage are non-serious. These events are listed in the reference safety information for essure. Device embedment can be interpreted as partial perforation, i.e. The micro-insert or parts of it have penetrated the fallopian tube or myometrium. Uterine perforation may occur with trans-cervical intrauterine procedure. In this case, it is not clear if the perforation occurred during insertion or afterwards. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of the pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if inserts are in the correct location and tubal occlusion is present. In this case, it is not possible to determine if the pregnancy occurred as a consequence of a malpositioned insert or ineffective device. Considering the positive temporal, a causal relationship between the events and suspect insert cannot be excluded. As that the patient underwent a procedure to remove essure, the case was regarded as incident. A product technical complaint (ptc) analysis was performed and stated that the possible device breakage could have been caused by physician handling error. There is no reason to suspect a causal relationship to a potential quality deficit (lack of sample return and any valid batch information). Further information (perforation and pregnancy questionnaires) is being sought.

Manufacturer narrative:
Follow up from (B)(6) 2014: was identified as duplicate of this case. (B)(4) will be deleted from bayer database. The following information from case (B)(4) was added: doctor reported that had patient with perforation through myometrium (previously reported as essure was embedded into endometrium) and was looking for information on best course of action to proceed. Patient presented with chronic pelvic pain. Company causality comment: this medically confirmed spontaneous report refers to a (B)(6) year-old female patient who had essure (fallopian tube occlusion insert) inserted and had a perforation through myometrium (previously reported as essure was embedded into endometrium). An attempt to remove it was made but hcp removed only 1/2 cm portion of coil (interpreted as device breakage). This patient had also a pregnancy, which was terminated. Uterine perforation is serious due to its medical importance, while pregnancy and device breakage are non-serious. All events are listed in essure's reference safety information. Uterine perforation may occur with trans-cervical intrauterine procedure. In this case, it is not clear if the perforation occurred during insertion or afterwards. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of the pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if inserts are in the correct location and tubal occlusion is present. In this case, it is not possible to determine if the pregnancy occurred as a consequence of a malpositioned insert or ineffective device. Considering the positive temporal, a causal relationship between the events and suspect insert cannot be excluded. As that the patient underwent a procedure to remove essure, the case was regarded as incident. A product technical complaint (ptc) analysis was performed and stated that the possible device breakage could have been caused by physician handling error. There is no reason to suspect a causal relationship to a potential quality deficit (lack of sample return and any valid batch information). Further information (perforation and pregnancy questionnaires) is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up from 20-apr-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this medically confirmed spontaneous report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and had a perforation through myometrium (previously reported as essure was embedded into endometrium). An attempt to remove it was made but hcp removed only 1/2 cm portion of coil (interpreted as device breakage). This patient had also a pregnancy, which was terminated. Uterine perforation is serious due to its medical importance, while pregnancy and device breakage are non-serious. All events are listed in essure's reference safety information. Uterine perforation may occur with trans-cervical intrauterine procedure. In this case, it is not clear if the perforation occurred during insertion or afterwards. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of the pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if inserts are in the correct location and tubal occlusion is present. In this case, it is not possible to determine if the pregnancy occurred as a consequence of a malpositioned insert or ineffective device. Considering the positive temporal, a causal relationship between the events and suspect insert cannot be excluded. As that the patient underwent a procedure to remove essure, the case was regarded as incident. A product technical complaint (ptc) analysis was performed and stated that the possible device breakage could have been caused by physician handling error. There is no reason to suspect a causal relationship to a potential quality deficit (lack of sample return and any valid batch information). Further information could not be obtained.